Event description:
It was reported that intra-op, the extenders were not holding the screws, they were worn out. The rod inserter was extremely stiff. The instruments came in contact with the patient and broke but no fragment was left inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis:functional evaluation confirmed the inserter to be difficult to lock. Inserter is made to be easily adjusted in the field; after adjustment, the inserter held rod securely and was able to be locked down without difficulty.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.